Event description:
Approximately three (3) months post pro disc-c implantation, pt returned to surgeon with extreme neck pain and dysphagia. After imaging studies were completed, they showed the implant migrated and breached the anterior margin of the vertebral bodies of c4-c5. Surgeon removed the hardware and revised the pt to fusion.

Manufacturer narrative:
The investigation could not be completed, no conclusion could be drawn, as no product was returned. A review of the device history record has been requested for the subject device.